Event description:
A peritoneal dialysis (pd) patient reported not being able to turn on cycler. The issue occurred in power up mode. The patient was not connected during incident. There was no power outage / outlet issue and the power cord was securely plugged in. There was no light on cycler buttons. There was no sound when the cycler was switched on. The patient tried different outlets, but the cycler would not turn on. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. Upon turning the cycler on, the unit alarmed with (mwd watchdog timer error alarm). Troubleshooting of the fault found that there was dried fluid present on the bottom cover behind the front panel assembly. There was dried fluid and damage on both the I/o board and the functional board. After replacing the functional board, the cycler powered up normally. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.